Event description:
Customer reported that the patient underwent an open, recurrent incisional/ventral hernia repair procedure in 2008. The patient developed mild erythemia five days following the procedure followed by multiple episodes of nausea/vomiting, dehydration, abdominal pain and mild wound cellulitis over a four week period. The patient was prescribed antibiotics and underwent a local incision and drainage. Additional serous drainage was identified the following month.

Manufacturer narrative:
Other: infection occurred. Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.